Event description:
It was reported by sales representative that "we had a balloon that was kinked." Per the sales representative the intra-aortic balloon (iab) was bloody. There is no more information available.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.